Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the delivery catheter failed to enter tether mode completely, and when attempted to re-dock the right atrial (ra) leadless pacemaker (lp), it failed to be re-docked due to suspected tether fracture on the delivery catheter. Then, it was attempted to unfixate the ralp, but it failed. The delivery catheter was snipped to gain access for another tool to assist unfixation of the ralp. As the ralp was being removed, its helix was stretched. The ralp was not implanted and an alternate near at hand was implanted instead. However, the patient had to be intubated for unspecified reason. The patient was recovering.